Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 34 mg/dl. The customer was treated with apple juice. Customer stated that his blood glucose drop when he is working out. Customer does not want to troubleshoot for low blood glucose. Customer was advised to keep defective infusion sets in the future.